Event description:
As reported: "driver tip broke/twisted upon tightening of glenosphere" it was confirmed that there was no debris.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Please note the correction to d9 as the device was not returned for evaluation. The reported event could not be confirmed since the device was lost after receipt and could not be evaluated. No other evidences were provided. Therefore, a device inspection was not possible. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is able to be located or any further information is provided the investigation report will be reassessed.

Event description:
As reported: "driver tip broke/twisted upon tightening of glenosphere" it was confirmed that there was no debris.